Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the cutter failed during use, which initially worked properly, but shortly after the start of surgery, it stopped cutting during vitrectomy surgery. The surgery was completed on the same day after replacing the cutter with another one. There was no information about patient impact.